Manufacturer narrative:
Unit passed displacement test. However, unit alarmed motor error during basic occlusion test due to corroded motor home switch.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer was able to rewind the complete insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.